Event description:
Botox is described as "botox cosmetic". "Cosmetic" implies external application, when the administration of botox is by injection. Later in the same article, several side effects are listed, including "headache, respiratory infection, flu syndrome, and nausea... Pain in the face, redness at the injection site, and muscle weakness." Furthermore, it is stated that "these reactions were generally [not always??] Temporary, but could last several months." [Emphasis added]. Two sentences later, the article characerizes botox treatment as "non-invasive" and as having "very little recovery time". Botox is a drug and it is associated with serious, long-lasting side effects even when used electively for cosmetic purposes (but not cosmetically).